Event description:
Balloon had obvious defect or kink in it. The balloon was not prepped but noticed that after pulling it from the package the proximal end of the balloon was damaged. Crimped. A new device was used.